Manufacturer narrative:
Date sent to the FDA: (B)(4). Patient code: (B)(4). Device code: (B)(4) - pain occurred. It was reported that following insertion the patient experienced pain.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/25/2019.

Manufacturer narrative:
Date sent to FDA: 4/17/2020. Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2018 due to nausea, and adhesions.